Event description:
Ambulance personnel were treating a cardiac arrest pt. External pacing was attempted, however the operator alleged that the pacing current could not be increased. The operator allegedly checked all electrode connections and could not locate any problems with electrode connections. A second attempt to start pacing was made, but was unsucessful. The pt was not resuscitated. The operator stated that the device did not cause or contribute to the pt's outcome. The statement was based on the pt's lack of viability.